Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during evacuation of hematoma, body fluids were noted inside the insulation of the right ventricular lead. The lead was explanted and replaced successfully. The patient was in good condition prior during and post procedure.